Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation deflation, and capsular contracture grade IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced right sided deflation, and capsular contracture grade IV post procedure. As a result patient underwent bilateral replacements as follow: left replaced with cat#:3504004bc sn#: (B)(4), and right replaced with cat#:3505504bc, sn#:(B)(4) on (B)(6) 2020. Right implant explanted had tissue growth into outside shell of the implant.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and three tears were observed on the posterior view, measuring less than 0.1 cm microscopic examination was performed on the edges of the three tears, and parallel striations were found in the whole area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).